Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the problem was found in the device's event history log, but it was not duplicated during testing. The pump passed the downstream occlusion testing. There was no known cause of the reported issue, and the downstream occlusion (dso) sensor was preventatively replaced.

Event description:
It was reported that the device had a downstream occlusion. There was patient involvement, as the event occurred during infusion. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.